Manufacturer narrative:
Visual inspection revealed a small crack at the most proximal section of the tab area. The irregularity begins approximately 1.48" from the distal tip and travels at an angle toward the .225 rod channel. The distal functioning section which mates with the polyaxial screw is also bent and deformed causing the corresponding halves to be compressed and no longer cylindrical. Additionally, both locking tabs has been completely removed/broken of the instrument. Although the device was properly manufactured additional investigation was conducted to determine root cause. The analysis showed that the failure mode observed in this event (tab detachment) was due to imparting excessive torsional loads to the mating instrument (reducer) during the rod reduction maneuver. Excessive load can be applied due to a tolerance gap condition between the reducer and extenders. The over-torque observation was corroborated by the two design interface analyses (dias) that were performed on the reducer/screw extender interfaces.

Event description:
An international customer ((B)(6)) reported that both wings and one side of the shaft on an illico screw extender is broken and bent.